Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinder was visually inspected, and leak tested. Visual examination revealed wear at fold in the middle of its body, in addition to a pinhole and a leak in the same area. All findings consistent with explant damage. The pump was visually, leak, and functionally tested. During visual examination, it was noted that the kink resistant tubing (krt) was worn to the filament. No leaks were identified; however, the pump did not pass the activation test during functional inspection. Based on the information available and analysis results, the pump not passing the functional test could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a revision surgery was performed, during which a crack in the connecting tube of the right cylinder was identified. The cylinder and the pump were removed and replaced. There were no patient complications reported.